Manufacturer narrative:
The ceramic tip fractured/broke from the sheath. The images showed that a ceramic beak was new and shinning and in dark color than the factory original, while the metal sheath looks aged and with dents. We believe the sheath was serviced by a third party, and the beak was replaced with a different ceramic material.

Event description:
Allegedly, during a urology procedure, the ceramic tip of the sheath broke. The pieces were retrieved, and the procedure was completed.